Event description:
The incident was initially reported by (B)(4) who described that a pcb in the gate system failed, allowing the gate to operate even though the moving track and fixed track were not aligned. This allowed the ceiling lift to fall out of the moving track. Following this, the facility manager described that while the ceiling lift was taken into bathroom to lift a client out of the bath, the ceiling lift fell off the end of track because the gate was opened. There was no pt into the ceiling lift at the time of the incident. No injuries were reported for the pt, but the ceiling lift skimmed the carer's face. She was shaken and had stiff neck following the event, was advised to attend a doctor (B)(4), but no treatment was required.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR bhm medical, (B)(4). An on-site visit was performed by a rep of the MFR's sales and service unit, not a direct employee of the MFR. The device has been inspected and interview has took place with appropriate personnel. Add'l info will be provided following the conclusion of the MFR's investigation.